Event description:
It was reported by the patient that following a recent storm in the area the remote monitor would no longer power up. A new power cord was tried, but it did not resolve the issue. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
Product evaluation summary: the remote monitor was returned and analyzed. Analysis revealed that no issue with the device could be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.